Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 54 months due to the elective replacement indicator (eri). The physician complained that the device depleted from middle of life 1 (mol1) to eri in just 6 months. Another guidant ICD was subsequently implanted.